Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector, and there is also a small part missing. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed that the atrial output connector was broken. Unit cleaned and inspected. Output connector assembly replaced. Unit tested and calibrated on automated test system, passed. If information is provided in the future, a supplemental report will be issued.